Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to the active electrode being inadvertently inserted into the vestibule. Further device investigation revealed damage to the active electrode caused by device minute mobility. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The electrode is in the vestibule and superior semicircular canal, not the cochlea. The electrode over time has migrated into the semicircular canal. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode is in the vestibule and superior semicircular canal, not the cochlea.the electrode over time has migrated into the semicircular canal.